Manufacturer narrative:
Investigation summary: bd received one unused unit in an partially opened package from catalog number from catalog number 381123, lot number 6026177 and one unused unit in an partially opened package from catalog number 381123, lot number 5357291. A complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of package seal integrity poor / questionable with lot #6026177 regarding item #381123. A review of the device history record was completed for final product catalog #381123 lot 5357291 manufactured from 30-dec-15 to 12-jan-16 in multivac r530-2 package machine. Based on this analysis, no records were found that could lead to the incident in question. A review of the device history record was completed for final product catalog #381123 lot 6026177 manufactured from 04-feb-16 to 05-feb-16 in multivac r530-2 package machine. Based on this analysis, no records were found that could lead to the incident in question. There are no quality notification (qn) or nonconformity report of "package seal integrity poor/questionable¿ or anything that could lead to be related to this complaint for the claimed lots 5357291; 6026177. Investigation conclusion: bd was able to verify the two products returned had opened packages. The packaging demonstrated the seal mark on the film, which shows that sealing occurred normally during the sealing process. A possible cause of this defect would be a failure in the adhesiveness of the paper due to the lacquer contained in the paper from the supplier. It was not possible to determine the root cause of this defect, due to the absence of nonconformities related to this defect and due to the lack of objective evidence in the device history record of packaging. The packaging parameters are within the specifications, the adhesive transfer mark on the film, which proves that the product has been properly sealed during the packaging of the product. The supplier has been changed since this batch, to one that does not use paper with lacquer as adhesive. Rationale: complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported with the use of the bd angiocath¿ IV catheter there was an issue with packages open.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6026177. Medical device expiration date: 2021-01-31. Device manufacture date: 2016-02-15. Medical device lot #: 5357291. Medical device expiration date: 2020-12-31. Device manufacture date: 2016-01-22. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd angiocath¿ IV catheter there was an issue with packages open.